Event description:
I had two level off label tlif surgery: l4-l5, l5-s1. Three months post surgery started with hypersensitivity from mid abdomen, through hips and both legs. Six months post surgery, sciatica both legs, swelling lower back with fluid drainage from surgery site, and nausea. Sent for a MRI; was told I had fail back disease. They never mentioned bone growth or cyst. My gp sent me to doctors that did CT, emg, blood work. Their finding on CT showed the same as MRI: bone growth from implants nerve compression, a cyst with sinus drains. Blood work showed no active infection, but high white count. Doctor said it may be allergy due to the implants. I lost medical coverage so I can't afford f/u on the problems that started after the implant surgery. To date, still have hypersensitivity nausea, fluid drainage from surgery site, and muscle spasms.